Event description:
It was reported that the right ventricular (rv) lead conductor was fractured. This rv lead trends showed high impedance greater than 3000 ohms with prior conversion to unipolar pacing. Additionally, noise related pacing suppression was confirmed. Due to patient pacing dependence, no setting changes were made. This rv lead extraction was deemed high risk due to patient age, and alternative pacing options are under consideration with referral to another hospital. At this time, this rv lead remains in service. No adverse patient effects were reported.